Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked lcd window at the top right corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported her insulin pump stopped working. She said she was doing a bolus when the buttons stopped responding. Customer's blood glucose is 82 mg/dl. There were no significant events leading to the issue. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.